Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrhythmia and subsequently expired the same day after the use granuflo and/or naturalyte.

Manufacturer narrative:
This is one of two device reports for the same event.